Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while doing prep for the case the mapping catheter was observed to have a kinked shaft. The mapping catheter was replaced and never used in the procedure aside from being opened and passed to the sterile field where the kink was noticed. The case was completed with cryo. No patient complications have been reported as a result of this event.